Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to fluid loss the patient had his inflatable penile prosthesis (ipp) removed and replaced. It was added that the leak was due to broken tubing at junction of pump and cylinder tubing. The ipp was explanted and a new device consisting of 18cmx12mm cylinders, pump and reservoir were implanted. Should additional information be received a supplemental report will be submitted.